Event description:
This is a report of a patient who experienced peritonitis. The patient was hospitalized for the peritonitis. On an unknown date, the patient was treated with unspecified antibiotics. After five days, the patient was discharged from the hospital. On an unknown date, the patient was retrained on proper aseptic technique. No additional information is available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for the potentially associated lot numbers h12l13070 and h13d08067. All release criteria were met prior to the release of these lots. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).